Event description:
It was reported that this right ventricular lead exhibited over-sensing. A defibrillator threshold test (oft) was performed in order to evaluate the patient. Re-programing of the device was discussed. This device remains in service. No further adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).